Event description:
Biomed technician was testing vacuum pump during routine annual maintenance when canister cover imploded. Stated vacuum was 20 in hg. There was no patient involvement, and the technician was not injured.

Manufacturer narrative:
Probable cause of implosion is embrittlement of plastic due to excessive uv exposure over an extended period of time. Previous complaints of this nature have caused us to implement a three year life on the product. Change was implemented in 2007 and customers were notified of the reason for the change.